Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported experiencing extreme thirst and mild nausea. Customer took extra insulin to ameliorate the medical event. There was no third party medical intervention, death or serious injury.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.